Manufacturer narrative:
The manufacturer previously reported an issue with the device's sound abatement foam and an allegation of difficulty breathing. The manufacturer received additional information reporting underlying health conditions. Section b7 data has been provided. There was no report of patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing difficulty breathing and alleges that the device is hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged difficulty breathing. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal investigation. A dust-like contamination on the ui panel, the top enclosure, the air inlet of the blower box, the rear panel, the accessory module slot, the bottom enclosure, the dc jack, the blower box, the blower motor, and the blower outlet seal. An unknown yellow residue on the top enclosure and the bottom enclosure. Unknown brown residue on the bottom enclosure and the iso port, bottom enclosure. Hair-like fiber on the bottom enclosure. Potential rust and corrosion on the dc jack (p4), and on the bottom enclosure where the dc jack sits, indicating potential liquid ingress. A few black particle contaminants, inconsistent with degraded sound abatement foam, were in the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam.